Event description:
Related manufacturer reference number 3006705815-2019-01438.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01438. It was reported that the patient experienced a possible infection at the trial lead site. As a result, the patient was hospitalized and underwent surgical intervention wherein the leads were explanted. Later, the patient was discharged from the hospital and prescribed oral antibiotics.